Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 540 mg/dl. The customer was treated with the manual injection. The troubleshooting was performed for high blood glucose. The customer alleges insulin pump was under delivering because, patient keeps getting high even though he was not eaten anything. Customer was neither in emergency room, nor admitted in the hospital, as a result of high blood glucose. The insulin pump will not be returned for analysis.